Event description:
A clinic coordinator reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who reported the lens was exchanged and event resolved. The surgeon further explained that the initial lens induced significant astigmatism. He also indicated he suspects the pt had an unusual curvature of post-corneal surface. Additional info indicated the use of unapproved viscoelastic.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).